Event description:
During breast reconstructive surgery, bard drain was inserted into patient's breast tissue. Md noted gap in drain at white to clear tubing.

Event description:
During breast reconstructive surgery, bard drain was inserted into patient's breast tissue. Md noted gap in drain at white to clear tubing.